Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #573c66. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 1/4. And with an opened package the returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 573c66, and no non-conformances were identified.

Event description:
It was reported that the green gst reload was opened and inserted in plee60a gun, gun was fired the reload stopped and didn¿t move forward. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Is the current patient status known? No. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. 3. Was the firing sequence started but not completed? If yes: 4. Did the device deliver any staples? Yes, the staplers at the very beginning of the reload was fired. 5. If yes, were the staples formed properly? Yes. 6. If yes, was the staple line complete? Yes. 7. Did the device cut? Yes. 8. If yes, was the cut line complete? Yes. 9. If yes, was there any issue with the cut line? No. 10. Was there any difficulty opening the device jaws? No, we pushed the reverse button and the jaw opened. Did the device deliver any staples? Yes the staplers at the very beginning of the reload was fired. 5. If yes, were the staples formed properly? Yes. 6. If yes, was the staple line complete? Yes. 7. Did the device cut? Yes. 8. If yes, was the cut line complete? Yes. Was the firing sequence completed? No. Was the tissue cut from the proximal to distal end of the cartridge? No. Was the tissue stapled from the proximal to distal end of the cartridge? No. Was there any surgery delay? No. Were there any patient consequences? No. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.